Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative evaluated the imaging system. The issue was suspected to be attributable to the mobile view station ups batteries. The representative replaced the batteries. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. The suspect batteries have not been returned for medtronic's evaluation. .

Event description:
A site personnel reported that when moving the mobile view station on the imaging system, it began beeping and powered down within a minute after being unplugged. There was no patient present when this issue was identified.